Manufacturer narrative:
(B)(4). In this case, the customer reported a burning/rotten egg smell coming from an overhead component of their camera. The customer shutdown power to the room. A philips field service engineer (fse) inspected the system and determined that the source of the smell was coming from the battery module on the uninterruptible power supply (ups). There was an operator present in the room when the reported event happened. However, there was no report of actual or alleged injuries attributed to smoke, nor any fire/smoke alarm triggered, no extinguishing device was used, the fire department was not notified and no evacuation of personnel was initiated. There was no harm to a patient or operator. The fse determined that battery module 1 was extremely hot to the touch so it was removed from the system. The fse removed battery pack from ups series connections. Upon opening up the battery module the fse noticed that the batteries were swollen and leaking inside the ups cabinet. The battery pack was damaged and needed to be replaced. Because the battery pack is purchased from and serviced by another vendor, the fse informed the customer biomed engineer of findings. The biomed replaced the ups battery pack. The age of the battery is unknown however it likely was installed on 23-jul-2009 with the original ups system, making it more than 5 years old. The fse powered the system back up and verified system operations. The fse was unable to determine what caused the batteries to fail because the parts were not available for evaluation. However, it is likely the smell was due to the batteries being swollen and leaking. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. Mitigations: ¿ the system shall only utilize batteries approved by a recognized electrical safety organization (i.e. Ul, csa).warning label for maximum load. ¿ ups owner¿s manual states no user serviceable parts and requires no routine maintenance. ¿ full system ups has temperature sensor monitoring the battery cabinet temperature. ¿ ups comes with status notification (beep alarm for fault condition). ¿ service documentation shall include preventative maintenance and inspection criteria. ¿ philips service procedures shall recommend replacement of failed batteries in sets. ¿ service and user documentation shall identify appropriate personal protective equipment (ppe) and neutralizing agents (ammonia or baking soda). ¿ site planning document recommends to not allow ups closer than 1.5m (60 inches) from patient couch unless it is certified as a medical grade device and/or approved with the CT system. ¿ site planning document recommends that a ups battery cabinet should not be exposed to prolonged periods of temperature above 25 c (77 f).

Event description:
The customer reported a burning smell coming from their skylight camera. A phillips field service engineer (fse) evaluated and determined that the source of the burning smell was coming from the battery module on the uninterruptible power supply (ups). The batteries were swollen and leaking inside the ups cabinet. There was an operator present in the room when the reported event happened. However, there was no report of actual or alleged injuries attributed to the smoke, nor any fire/smoke alarm triggered, no extinguishing device was used, the fire dept was not notified and no evacuation of personnel was initiated. There was no harm to a patient or operator.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event, and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation.